Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a spine case, the surgeon brought in the passive planar probe and then all of the views went black and gave a "low performance" error message.  It was noted that this eventually went away and they were able to continue the case.  There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.